Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump would not charge despite attempting different cables and power sources and subsequently shut off due to insufficient battery power. The customer also reported that the charging port on the pump was difficult to plug into. There was no impact to the customer's blood glucose level.